Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found and the visual inspection did not reveal any defects or damage. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the proximal conductor was distorted.

Event description:
It was reported that during implant of these leads, the impedances were high and there were positioning difficulties with both leads. A "white kind of corosion" was seen at the tips of the leads, therefore other leads were implanted. Neither lead was implanted. No patient complications have been reported as a result of this event.